Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a fall on their hip and had a partial hip replacement on (B)(6). Patient said the fall and surgery were on the opposite side of the device. Patient said since the surgery they had been having issues with their bladder. Patient checked the ins; therapy was on and the patient increased stimulation but their bladder issues had not improved. Patient saw the healthcare provider in february and had the program changed and reset. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.